Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies found. The anti-tachycardia pacing did accelerate the rhythm and the device successfully converted the rhythm.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to receiving multiple inappropriate shocks. It was reported that the patient experienced cardiac arrest and syncope. The patient's right ventricular (rv) lead had t-wave oversensing (twos) which triggered a lead integrity alert. It was also reported that anti-tachycardia pacing therapy accelerated the patient's rhythm into polymorphic ventricular tachycardia required inappropriate shocks from the device. The episodes escalated into fine ventricular fibrillation and the patient had to be externally rescued. Reprogramming was performed to increase vf detection. The patient was noted to have possible memory loss after the shocks. Approximately 1 month later, the rv lead was capped and replaced, and the ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.